Event description:
It was reported that the physician intended to place a 014 whisper ms guide wire within the circumflex (cx) branch. The guide wire was inserted through the main branch and was advanced towards the cx branch without resistance. After the placement of the guide wire, an unspecified otw balloon was advanced over the guide wire without resistance towards the lesion. At the bifurcation from the main branch to the cx branch, the distal segment of the guide wire tip separated, possibly due to the guide wire turning up and kinking when the otw balloon passed over the guide wire (speculation by physician/not confirmed). In order to retrieve the separated segment of the guide wire within the cx vessel, several attempts were made using snare systems. Ultimately the separated segment was snared from the vessel and retracted through the guide catheter. An unspecified stent was deployed successfully in the target lesion with good results. Medication was administered. Although the procedure was delayed by several hours, there was no adverse patient sequela. No additional information was provided. Abbott clinical analysis of cine indicates that the images suggest there was some difficulty crossing into the 1st obtuse marginal artery which had an acute angle takeoff from the lcx; however, the guide wire appeared intact. After removal there is a small, circular (dot-like) radiopaque artifact in the proximal lcx. Abbott clinical conclusion indicates that the images do show a dot-like radiopaque object that remains in the anatomy in the last cine run.

Manufacturer narrative:
(B)(4). However, it is unclear as to whether this object is the guide wire fragment or perhaps a balloon marker or artifact from another device. Concomitant products: guide cath: asahi corsair microcatheters, guide liner v2 catheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.